Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a neurovascular planned treatment procedure was performed when the issue occurred, and the procedure was completed as planned as only displayed message. The philips remote service engineer (rse) connected with customer remotely and found that system gave an error at start up which was preventing the system from booting. After reviewing log file, rse found that, pan handle for releasing the table brake was pressed with start up. Rse suggested customer to check the hand switch for swivel. After cold restart, the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned and there was no impact on procedure. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an error indicating a button was active at startup, preventing the system from booting. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.